Event description:
It was reported that a video was received that showed the flushing starting above the generator and arching toward the central line on the patient's neck about 20 seconds into the video. It was reported that the patient experienced two seizures the day of the video and that the flushing occurred with one, but not the other. After observing the patient's seizures it was determined that the flushing was never a reaction that the patient actually had. It was reported that the neurologist feels like the generator could be disconnected in some way from the lead causing a lead; therefore, causing flushing around the generator header. X-rays were performed and sent to manufacturer for review. Based on the x-rays, the cause for the patient¿s flushing is unknown. It was later reported that the patient was seen for follow-up and was doing good. Device diagnostics were within normal limits. The physician decreased the device output current to see if the flushing resolves. It was reported that the patient is now getting red in the face during seizures and very hot, but that the patient has been diagnosed with anhidrosis (inability to sweat) at a very young age. The physician is beginning to question if the flushing is related to the patient's anhidrosis diagnosis.

Event description:
On (B)(6) 2013, it was reported that this patient was seen for his first vns dosing after implant and was programmed on. The patient did well with dosing with no side effects; however, the patient¿s mother reported on (B)(6) 2013 that when the magnet was used, there was a red flushing along the generator site and the left neck lead site. This was not painful or bothersome, and there were no complaints from the patient. The patient did not use any new topical lotions, and there are no other reported contributory events that could lead to redness and flushing. It was unknown how long it took for the ¿flushing¿ to resolve. The patient¿s mother also reported that the patient had a seizure on (B)(6) 2013. When the magnet was used, the place of vns implant and under his chin turned red and splotchy. The patient was wearing a shirt, and the skin was not touched. The patient was referred back to the surgeon for check. Follow-up with the surgeon showed that the patient was last seen on (B)(6) 2013 at which time the wound site was healing nicely with no evidence of erythema or infection. No interventions were to be taken for the flushing other than monitoring. From the surgeon¿s perspective, everything was normal. When asked if there was a pre-existing condition that may have led to the flushing, it was stated that prior to this, there was some opening of the left axillary incision site after the sutures were removed. This was resolved by using glue. There were no other conditions, pre-existing or otherwise, that would have caused the flushing. There was no known manipulation.

Event description:
On (B)(6) 2013, it was reported that the flushing occurs when the magnet is used to abort a seizure. The flushing does not occur when the magnet is used prophylactically.

Event description:
Additional information was received that the patient had their generator turned off to see if the flushing resolves or changes. The mother contacted the manufacturer and reported that the patient was going to see an allergist to determine if the patient may be allergic to any of the components in the generator or lead.

Event description:
It was reported that the patient underwent vns explant on (B)(6) 2014. A new vns system was not implanted. The generator and lead were returned for analysis. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Lead analysis was approved on (B)(4) 2014. An analysis was performed on the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint.

Event description:
On (B)(6) 2014, it was reported that the patient had not experienced further flushing.

Event description:
It was reported that the patient was seen by a surgeon who wanted to "watch it". The patient's mother reported that there is redness around the generator pocket and the generator is prominent and looks like it is pushing through the skin. The patient will return to surgeon in a few days for recheck. It was also reported that the patient's mother was not satisfied so she is going to take the patient to a second physician. It was later reported that the second physician is sending the patient for vns explant. Surgery is likely, but has not occurred to date.